Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
Black knob on the pump is very stiff. Pump does not seem to reach full pressure. The knob is as far as it will go and the metal nut is also loose.